Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verioflex meter was displaying an error 3 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 8:30am on (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient reported decreasing their usual dose of insulin in response to the alleged issue. The patient reported that four hours later they developed a symptom of "lightheaded". The patient denied receiving any treatment for this symptom. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom does not meet lifescan's criteria for serious injury and they did not receive any treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.